Event description:
It was reported that the implantable cardiac monitor exhibited undersensing of r waves which was causing false asystole to be detected. The device was reprogrammed, but they are still receiving care alerts every morning due to the undersensing. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).